Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 571 mg/dl and 500 mg/dl. The customer was treated with manual injection. The customer declined troubleshooting for high blood glucose. Customer stated that sensor had inaccurate readings that triggered threshold suspend alarm. Sensor glucose was 40 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was below 50 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl and the blood glucose value that triggered the suspend event was 95 mg/dl. Sensor glucose value was treated by eating candy. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump will not be returned for analysis.